Event description:
Caller reported an issue with the pump display showing pixilation, which affected their ability to interact with or read the screen. Blood glucose levels remained within a normal range, as there were no instances above 500 mg/dl or below 54 mg/dl. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.